Event description:
It was reported that the patient had a 3.5 x 28 mm promus stent implanted in the mid right coronary artery (rca) on (B)(6) 2009. On (B)(6) 2012, the patient experienced a myocardial infarction and died. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of myocardial infarction and death are known observed and potential adverse events as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.